Manufacturer narrative:
A2, a3: mean age among the patients was reported to 76±5 years where the majority of the patents are men. H3: engineering evaluation could not be performed as the device was not returned. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The date of incident is unknown. Therefore, the online publication date of the literature article is used as date of event. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided.

Event description:
The literature article: "remodeling of abdominal aortic angulation and curvature after endovascular aneurysm repair in patients with vs without late type ia endoleak or endograft migration" published by schuurmann richte c. L. Et al. Was reviewed. The article was published march 4, 2021, in journal of endovascular therapy. The paper investigates endovascular aneurysm repair (evar) treated with various types of endografts, how supra- and infrarenal angulation and curvature differs between patients with vs without type ia endoleak or migration. 35 patients with late (>1 year) type ia endoleak or endograft migration (>=10 mm) participated in the study (mean age 76±5 years; 31 men). The control group consisted of 53 patients with no evidence of device-related complications. A total of nine patients were treated with gore® excluder® aaa endoprosthesis, one of which underwent reintervention for type ia endoleak or migration. No patient specific information regarding the reported events and interventions was provided in the article.